Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had been having eye trouble, had been sick, and could not read the booklet. The patient noted that the sickness and eye trouble were not related to the therapy. The patient was assisted with syncing and it was noted that they were on program 4 at 0.0 v with stimulation off. The patient was assisted with turning stimulation on and they noted that they felt it comfortably at 1.8 v. The patient stated that it had not been on since they got sick in march and noted that they had not been having more accidents lately. The patient stated that they guessed it had been off and that they thought it was on another program. The patient reported that since they turned the stimulation on they got lightheaded and dizzy, but noted that the stimulation was not too strong at all. The patient stated that they had meningitis and that this could be the stimulator making it worse. The patient noted that they were still dizzy and turned stimulation down to 1.7 v. The patient was then assisted with turning stimulation off. It was noted that the patient still felt lightheaded and dizzy after turning stimulation off. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they "had aseptic meningitis and I didn't know that my system was off but during that time I really didn't care about that because during that time, all I really cared about was trying to stay alive." Patient had not yet seen their physician but was scheduled to see them (B)(6). The issues had not yet been resolved. No further complications reported.